Manufacturer narrative:
Block h6 (evaluation conclusion codes) has been corrected. Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the gallbladder to treat an obstruction during an endoscopic ultrasound (eus)- gallbladder drainage procedure performed on (B)(6) 2024. During the procedure, the stent first flange was attempted to be deployed, but the location was lost, and the physician was unable to regain the position. The stent was removed from the patient fully covered by the outer sheath and a plastic stent was used to complete the procedure. There was no patient complications reported due to this event.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy for gallbladder indication.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the gallbladder to treat an obstruction during an endoscopic ultrasound (eus)- gallbladder drainage procedure performed on (B)(6) 2024. During the procedure, the stent first flange was attempted to be deployed, but the location was lost, and the physician was unable to regain the position. The stent was removed from the patient fully covered by the outer sheath and a plastic stent was used to complete the procedure. There was no patient complications reported due to this event.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the gallbladder to treat an obstruction during an endoscopic ultrasound (eus)- gallbladder drainage procedure performed on (B)(6) 2024. During the procedure, the stent first flange was attempted to be deployed, but the location was lost, and the physician was unable to regain the position. The stent was removed from the patient fully covered by the outer sheath and a plastic stent was used to complete the procedure. There was no patient complications reported due to this event.

Manufacturer narrative:
Blocks h6 (device codes) and h11 have been corrected. Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position.